Event description:
Account states respiratory care practitioner called to ER. When the therapist arrived the pt was being bag-mask ventilated by rn. Dr. Attempting to intubate, rcp took over bagging. Pt had good coloring. Pulse oximeter transducer moved several times to get good sp02 reading. When attempts to intubate were initiated, pt's heart rate decreased and rcp resumed bag-mask ventilation. Heart rate increased as well as color. There was no indication that the bag was malfunctioning until after the bag was exchanged, bag exchange asked for in order to get more volume. Physician examining the bag noted that bag was not ventilating properly. Placed on ventilator due to unresponsiveness- not failure of bag. Further conversation with the customer indicated that the reported bag failure was different than initially reported. Hosp claims now that the bag was being used in the ER for a code on a pt. The pt was reportedly intubated and being resuscitated, but no change in status was noticed. The dr extubated the pt and mouth to mouth was performed until second intubation. It was reportedly discovered at the time of the second intubation, that the first bag was not functioning properly.